Event description:
It was reported that the black coating on the inner tray of the sterilization case is flaking off. The flakes are coming off on the attachments and being brought into the operating room. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. If the product is received, this report will be updated if the investigation requires.